Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer alleged the pump delivered more insulin than intended. Customer's blood glucose was 68mg/dl. As tandem technical support (cts) was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Although requested, the customer declined to upload the pump data logs for cts to perform a log review to determine a possible cause. Reportedly the customer reverted to manual injections for insulin therapy.